Event description:
Patient in for interstim battery change. When fitting new battery to old leads, it was unable to fit properly, and when pulled off, a piece of lead wire broke off stuck in new battery. No other battery was available, and 45 minutes were spent trying to remove the broken wire. Attempts were partially successful but not enough to use the battery.what was the original intended procedure?interstim interrogation and lead removal.